Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) was completed. Upon investigation the front therapy electrode was severed and missing from the electrode belt. The cause for the damaged cable was excessive force. A review of device download data shows that the damage to the cable occurred after device deactivation. It is likely that the electrode belt was damaged when ems was removing the device from the patient. The damage to the electrode belt cable did not cause or contribute to the event. The lifevest operated as designed. There is no indication of a product malfunction causing or contributing to the patient death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was at home at the time of the event. Ems was called. It was reported that ems removed the lifevest and externally defibrillated the patient. The patient subsequently passed away. A review of the device download data showed that the lifevest appropriately treated the patient ten times between 21:09:35 and 21:22:33. The lifevest detected vf at 21:08:56 and deployed conductive gel. The first four treatments successfully converted the vf to a sinus rhythm. After the fourth treatment, the patient's rhythm degraded to asystole. Treatment #5 was delivered at 21:18:29 and successfully converted the patient's arrhythmia to sinus tachycardia. At 21:20:19, the patient again degraded to vf. Five more treatments were delivered between 21:20:50 and 21:22:33, but the treatments were unable to convert the vf. No additional treatments were delivered during vf, as the lifevest delivered the maximum number of treatments allowed (5) in a single detection sequence. ECG noise was detected at 21:41:10, indicating the arrival of ems and the beginning of ems resuscitation attempts. The lifevest was shutdown at 22:26:06. The lifevest functioned as designed.